Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155487.

Event description:
Voluntary medwatch received states atrial undersensing triggering device classified false termination of at/af.